Event description:
It was reported the patient experienced ineffective therapy. As a result, the lead was explanted to address the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a; UDI:(B)(4), serial: n/a; batch: ab2383. Common device name: drg lead, model: mn10450-90a; UDI:(B)(4), serial: n/a; batch: ab2383. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.